Event description:
The instrument was used during a bowel resection. It was reported on the first of the instrument there was incomplete staple formation from the beginning of the staple line at the crotch of the instrument along the first 2/3rd of the staple line. A new instrument was opened. There was no consequence to the pt.

Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.